Manufacturer narrative:
(B)(4). Batch # r94t8l. Device analysis: the analysis results found that the er420 device was returned with no damage in the external components and with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 1 clip as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number r94t8l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: how much bleeding occurred? 2500cc. Did the patient receive any blood products? Yes. How much blood was given to the patient? 1-unit packed cells with platelets and plasma what caused the vascular bleeding? Undetermined. Was intra-op or post-op care changed? No. Did the additional or time cause any harm to the patient? Patient required 2 days in ICU which was not part of plan of care and has progressed on to follow normal post op care plan with positive outcome. Was the er420 device used on the gonadal vein and ivc? Clips on gonadal vein, no clips on ivc. What was the approximate width/size of the vessel where the er420 was used? Surgeon estimated 5mm to 8mm. How many clips were used at the location where the er420 device was used? 2 clips where there any clip malformation issues noted during the procedure? No clip malformation issues. The repositioning and opening is part of the planned procedure.

Event description:
The surgeon was performing a lap nephroureterectomy. To lighten vessels, he used an er420, lrg lap multiclip applies. After several clip applications he noted that the automatic feed was not working/no subsequent clips would come into the jaws. He set the instrument aside and completed with a single clip ligation applies. Upon repositioning and opening the patient to complete the procedure as per usual, a substantial bleed was identified at the junction of the gonadal vein and the ivc, and additional intervention by a vascular surgeon was required to close a bleed. The surgery was delayed by 1 hour.